Event description:
It was reported that the patient was admitted for chest pain. A transmission showed the right atrial (ra) lead with one high threshold measurement resulting in increased output. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 383069 lead, implanted: (B)(6) 2009. (B)(4).